Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that at first the "navigator" button wasn't working on the patient programmer but it was determined that all the buttons were working correctly. The patient stated that she didn't think the implant was working right because of the pain and the stimulation in the leg. The patient mentioned that she went to the health care professional (hcp) the other day because she got a kidney infection and was hurting badly. The patient noted that the stimulator was hurting her right side and was vibrating too high in her leg. It was confirmed that the hcp changed her patient programmer batteries and adjusted some settings and now it felt like the stimulation was too high. Troubleshooting attempts were made and the patient confirmed therapy was on. The patient reported that she saw an informational screen with an arrow on it but it disappeared after the patient synced again. The patient decreased but couldn't feel anything at all so the patient increased again and the discomfort re turned. It was recommended that the patient try another program. The patient was helped with switching from p4 to p1 and increased to where she felt stimulation slightly and comfortably. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.